Event description:
A talent stent graft system was implanted endovascularly in a patient who presented with back pain and a 4.9 cm pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was 18 mm long 18-20 mm in diameter, and mildly angulated with mild calcification. The aneurysm had enlarged by 0.8 cm in 2 months after which the talent stent graft system was successfully implanted. It was reported that the stent graft was in very close proximity to the renal arteries, which required a balloon to be used to pull the graft down distally. There was good filling of the renal arteries after this intervention. It was also reported that there was an endoleak present just inferior to left renal artery near the beginning of the aneurysm into a contained cavity; however, there was also very good exclusion of the aneurysm. The physician commented that the stent graft moved proximally from its intended location during implant. It was confirmed that during implant and the renal arteries were filling well, parallax was adjusted for, and that the issue is technique-related and possibly aortic neck anatomy related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4) (required intervention. Evaluation, results: (arterial and venous occlusion), (pre-operative ruptured aneurysm, mild angulation and calcification of the aortic neck).